Manufacturer narrative:
H10: the lot number was provided for 3 out of 3 malfunctions; therefore, a lot history review has been performed. No devices were returned, one malfunction provided (B)(4) electronic photos and the investigation confirmed for break. The other two investigations were inconclusive for the reported break as no objective evidence has been provided to confirm any alleged deficiency. A root cause could not be determined. The devices are labeled for single use. H10: g4 h11: h6 (method/results/conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0606100c port & catheter allegedly experienced a break. This information was received from various sources. The three malfunctions involved a patient with no known impact to the patient. Of the three malfunctions, one was a 33 year-old male and one 65 year-old female; weights not provided. The remaining patient's age, weight, and gender were not provided.

Manufacturer narrative:
No devices are expected to be returned to bd for evaluation. However, a photo was provided for one malfunction. The company is still investigating the issue at this time. For the remaining malfunctions, the investigations are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0606100c port & catheter allegedly experienced a break. This information was received from various sources. The three malfunctions involved a patient with no known impact to the patient. Of the three malfunctions, one was a 33 year-old male and one 65 year-old female; weights not provided. The remaining patient's age, weight, and gender were not provided.